Event description:
During a canal conversation with the clinician it was revealed the excluder bifurcated endoprosthesis device was explanted in 2004 because of persistent type ii endoleak and growing aneurysm. There was no allegation of deficiency made by the clinician. The device was discarded by the hosp.